Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported unspecified side capsular contracture, baker grade IV. Additionally, event of left side implant with radial folds. This report is for the left side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Additionally, event of left side implant with radial folds. Device has been explanted.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Additionally, event of left side implant with radial folds. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV and radial folds